Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the device was able to inflate outside the abdomen of the patient, but would not inflate when placed in the abdomen. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.